Event description:
Pt set up for surgery with davinci robotic. The fenestrated bipolar forceps on the davinci failed to operate. It was immediately replaced with a new fenestrated bipolar forceps arm. No significant delay to the surgery. No pt harm.